Event description:
An employee suffered a contusion and fracture of her left thumb because it got caught between the control and the rising arm of the lift. The reporter contacted the distributor who gave him foam to cover the pinch point, which is where the incident occurred. The reporter was told that the foam would eliminate the possibility of the control being placed on the pinch point.